Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that during recharging sessions the pt experienced tightness in back and hand continuously. This only occurred during charging. Typically the stimulation was on while charging but did experience this affect when stimulation was off too. It started 4-5 months post implant. Palpation was negative for any affect. Reprogramming has not changed tightness either. A different recharger was used but provided no difference to the pt's symptoms. The pt was okay with the way things were and did not want any kind of surgical intervention. It was reported that the pt experienced pain that radiated up her back and into the lower part of the shoulder blades. The pain was like muscle spasm vs. Electrical pain. She felt this sensation while recharging (stimulation was off during recharging) and when the stimulation was turned up too high. The pt received some stimulation in the target area of her right leg. The open circuit was found with the #1 electrode but it was no longer being used in programming. Additional info has been requested.